Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was unknown. Customer changed set but ended up with having to go to hospital emergency room. The customer was admitted to the hospital. Customer cause of hospitalization was high blood glucose. Customer was advised that we are shipping cot pump.